Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is receiving ineffective stimulation. Diagnostics showed invalid lad impedances on multiple contacts. The pt will be consulting with the physician regarding this issue. Meanwhile, pt is using the stimulation programs given to him at his last programing session.